Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: "after a few months of no issues we recently started to receive overfull tubes that were frothy post centrifugation."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each drawn with deionized water, and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode.